Manufacturer narrative:
Corrected data: d6a - date of implant, d4- lot number the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-02150.

Event description:
Related manufacturer reference number: 3006705815-2024-01884. Information indicates that an expired ipg was implanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.